Event description:
A physician reported that a pt had essure (fallopian tube occlusion insert) inserted. It was reported that pt requested removal of the essure devices complaining of menorrhagia and shooting leg pain after the procedure. Physician requested an early hysterosalpingogram to confirm placement of the devices. The physician stated that the bleeding was likely due to the depo provera that she was using at the time of the procedure. She had a history of fibroids, so the physician did a hysterectomy. The pain resolved after her surgery. Physician stated there was nothing unusual about the devices (i.e. Perforation, scarring) upon examining during the surgery. The outcome of the events was recovered / resolved.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.